Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye which observed the heater line tubing was not assembled to the cassette port. There was evidence on the tubing indicating the tubing was partially positioned onto the port of the cassette. The reported condition was verified. The cause of the condition is related to the assembly process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: the device was manufactured at one of the following facilities: baxter healthcare - (B)(6). Or baxter healthcare - (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was further described as "solution leaking from the door or the cassette area". This occurred during priming of automated peritoneal dialysis therapy. It was stated that when removing the cassette, the patient found one of the lines disconnected from the cassette case. Renal therapy services (rts) advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.